Event description:
Legal counsel for the patient reported that the patient underwent total right hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reports patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, and metallosis. No revision is alleged. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿, number 6, ¿inadequate range of motion due to improper selection or positioning of components.¿, and 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain¿. This report is number 2 of 5 mdrs filed for the same event (reference 1825034-2014-00240, 00243, 00245, 00248 and 00249).

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. "

Event description:
Legal counsel for the patient reported that the patient underwent total right hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reports patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, and metallosis. No revision is alleged. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(6) 2014 reports patient was revised due to pain. Revision op report notes a cyst superiorly in the acetabulum and the shell in a vertical position. The head and taper insert were removed and replaced. The cup was removed and replaced with a competitor product.